Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot 0010048887, was returned and analyzed. The visual inspection showed that the shaft was kinked at 2.2 inches from the tip on the outer surface of the shaft. In conclusion, the sheath failed the returned product inspection due to a kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.